Event description:
Information received from the field notes that the atrial lead dislodged post implant. The patient was taken back to the lab for lead repositioning. The patient went into atrial fibrillation. The lead was successfully repositioned with good sensing and impedance. The patient went into atrial flutter and was subsequently overdrive-paced out of atrial flutter.